Manufacturer narrative:
The lot number was provided for the reported malfunction and a lot history review was performed. One device and one electronic photo were returned for review. The investigation confirmed for material deformation and material frayed. A root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model cq75102j pta balloon dilatation catheter allegedly experienced material deformation and material frayed. This information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.